Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be due to user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device was not returned.

Event description:
It was reported that one of their nurses, while attempting to place a foley that morning, tested the balloon and was unable to deflate the balloon. They then discarded the foley. They had not seen this happen since 2000. As it happened, they talked to an rn in abilene, texas, and about 6 weeks ago, they too were unable to deflate a bard foley balloon.